Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that several staff have noticed the tubing on the drainage bags seems to be different as they are finding it to be kinking more than previously.

Event description:
It was reported that several staff have noticed the tubing on the drainage bags seems to be different as they are finding it to be kinking more than previously.

Manufacturer narrative:
The reported event was confirmed cause unknown. Photo sample evaluation: received 1 photo sample for evaluation. The photo shows a meter drain bag with urine filled; there was a bend in tube where it connects to drain bag. As per the photo, the reported event is confirmed cause unknown. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" incorrect assembly operation" however, there was insufficient information to confirm this potential root cause. A labeling review could not be performed since no material number was provided. The device history record review could not be performed without a lot number. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.